Event description:
Reportable based on device analysis (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty, a cutting balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and calcified superficial femoral artery. After predilation, a 4.00 mm x 1.5 cm x 140 cm spcb flextome mr cutting balloon catheter was then selected and advanced to treat the target lesion; however, the balloon ruptured on the first inflation at an unknown pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition was good. However, device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device was returned in two sections to the complaint investigation site as a result of a shaft break located 25cm from the catheter tip. There was no evidence of balloon inflation. Slight stretching was evident at the break site. No kinks or damage were noted to the remaining sections of the device. A microscopic examination of the tip, balloon, and blades found no issues. All blades were present and fully bonded to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage. (B)(4).